Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The anterior needle presented on deployment, but the posterior needle presented outside the barrel. Needle back down was not successful. The patient was taken for surgical device removal. Surgery was successful and the patient did fine. The returned device was evaluated.